Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing detached in the night which resulted in high blood glucose level. No further information available.